Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, undersensing and no high voltage output issue was observed. The patient did not receive appropriate shock during the undersensing issue which was observed during ventricular fibrillation event. The device was inappropriately programmed from a previous device settings. The recommended programming changes were made. Patient was stable.